Event description:
(B)(4). I had essure implanted by my ob/gyn in 2010 after having issues with break through bleeding on birth control pills, and iud was not effective for me either. The procedure seemed to go well, and no pelvic pain. I continued to have longer than normal periods/spotting, so I had the novasure ablation done in 2012. In 2013 I went back to my obgyn with complaints of hot flashes, night sweats, fatigue and low sex drive. Tested hormones to see if I was having early pre-menopause symptoms, and the tests came back normal. Had bouts of unexplained hives, started to have lack of concentration, focus, memory problems, so started taking vyvanse for add in 2014. On (B)(6) of 2016 I noticed I had a low grade fever. I have had a low grade fever (99.0-100.5) every day, along with and fatigue, insomnia, rashes on back, neck, and face, pain under my rib. I have seen my pcp, and they did blood work, had a chest x-ray, CT scan, saw a gastroenterologist (had a colonoscopy), saw my obgyn (tested hormones and had a mammogram), saw an infectious disease specialist, and an oncologist (had a bone marrow biopsy). All of my tests have come back normal, and have exhausted all other possibilities, so I will be having a bilateral salpingectomy with lavh on (B)(6) to remove essure.

Event description:
(B)(4). My doctor changed the type of surgery....I had a total vaginal hysterectomy, leaving ovaries, on (B)(6). I am 3 weeks post-op, and so far my episodes of rash have not returned, the permanent rash that was on my chest seems to be fading, and overall feeling pretty good considering I just had a major surgery. My low-grade fever still shows up later in the day. My dr. Mentioned at my 2-week follow up that if essure was in fact the cause of all of my issues, it could take some time for my body to filter and cleanse the affects out.

Event description:
#Medwatcher #followup 2 #FDA mw5063371 #(B)(4). I am about 7 months post hysterectomy, and I am doing very well. I haven't had any rashes/hives, hot flashes, night sweats, libido is better, and I recently realized that joint pain that I had, especially when I slept, is also gone. I never even considered that essure could have been correlated with that. I recently followed up with my pcp because my body temperature still elevates (up to 99.9), and still have some concentration and sleep issues. After repeat bloodwork to check for signs of any illness or autoimmune issues, my bloodwork looks great, and he said to continue my add medication, and that the sleep issues can possibly be caused by that medication. As for my body temperature...since it is just an "elevated" body temperature and not a low-grade fever, he said that some people's body temp can increase at times, and unless other problematic symptoms come up, I appear to be in very good health right now.